Event description:
It was reported that this lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to noise and sensitivity issues. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Description of adverse event/product problem. H6. Coding table.